Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 29 events were reported for this quarter. Product return status 29 devices were evaluated based on historical data analysis. Evaluation findings (results/components) 29 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable product disposition 29 devices: scrapped by stryker additional information 29 devices were not labeled for single-use. 29 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31 2025. This report summarizes 29 events for the failure: overheating of device. - 22 events had problem identified during non-clinical procedure; there was no patient involvement. - 7 events had problem identified before clinical use/exposure; there was no patient involvement.